Event description:
The patient had a primary hip surgery on (B)(6) 2023. On (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully. Presently, on (B)(6) 2024, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 january 2024: lot 2310977: (B)(4) items manufactured and released on 03-jul-2023. Expiration date: 2028-jun-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional items involved in the event, batch review performed on 22 january 2024: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 2310826. Lot 2310826: (B)(4) items manufactured and released on 24-may-2023. Expiration date: 2028-may-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Stem: amistem p 01.18.404 amistem-p std stem size 4 (k173794) lot. 2239293. Lot 2239293: (B)(4) items manufactured and released on 05-jan-2023. Expiration date: 2027-12-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 01.32.154mh acetabular shell ø54 multi-hole (k132879) lot. 2243245. Lot 2243245: (B)(4) items manufactured and released on 20-apr-2023. Expiration date: 2028-apr-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.